Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-apr-2020.

Event description:
The customer reported display, and power on fault. There was no patient involvement.

Manufacturer narrative:
G4: 21apr2020. B4: 21apr2020. After further investigation, the diagnostic report showed a ventilator restart and a 35 volt failure. The manufacturer¿s field service engineer (fse) confirmed the reported the issues. The fse replaced the power management board, and (lcd) liquid crystal display cable to address the reported problems. Passed all performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 03oct2020; b4: 13oct2020. Power management board (assy,pcb,pwr mgmt,v8000) was received for failure analysis. Visual inspection of the power management board revealed no anomalies. A failure investigation (fi) technician installed the power management board into a good fi test ventilator in an attempt to duplicate the reported problem. The fi ventilator was booted up unit in normal operation mode and checked for alarms and errors. The power management board was tested and the customer complaint was verified. The root cause is failure of regulator ic u11. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.